Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including a 30¿45-degree insertion angle, and the vessel diameter was confirmed to be =5 mm. Vessel tortuosity was mild, and calcium presence was moderate. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Severe peripheral vascular disease (pvd) and calcium were present at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including a 30¿45-degree insertion angle, and the vessel diameter was confirmed to be =5 mm. Vessel tortuosity was mild, and calcium presence was moderate. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Severe peripheral vascular disease (pvd) and calcium were present at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 5f was involved in the reported complaint and was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged to the black handle, while the stopcock was observed to be open. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. No syringe was returned for this evaluation. The sealant and the advancer tube were not returned for this evaluation. No additional anomalies were observed during this visual analysis. An attempt to perform the inflation/deflation test was conducted; however, during the attempt, a longitudinal tear was observed on the balloon, which impeded proper inflation and deflation. Since the shuttle was received disengaged from the black handle, it was retracted during the functional test without any issue. Additionally, a vertical engagement test was performed by holding the unit from the handle in a vertical position with the shuttle engaged, and it was observed that the gravity force did not promote disengagement of the unit. A high magnification evaluation was executed to evaluate the balloon area. During this analysis, presence of a longitudinal tear on the balloon was observed. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device. During inflation/deflation testing a longitudinal tear was observed on the balloon which impeded proper inflation and deflation of the balloon of the returned device. High-magnification visual inspection confirmed a longitudinal tear on the balloon was observed. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (such as the calcium reported) and/or concomitant device factors are likely since they can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.